Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a seroma of the left chest wall due to vns implant surgery. The implanting physician performed two irrigation and drainage surgeries on (B)(6) 2016 for the seroma, and another physician performed a surgery at the thoracic duct to prevent the seroma from recurring. The patient's devices were not explanted. Culture results were not available. The patient had a follow-up visit on (B)(6) 2016, and she was recovering well. No further relevant information has been received to date.